Manufacturer narrative:
Literature citation: vernois et al. Percutaneous chevron; the union of classic stable fixed approach and percutaneous technique. Fub and sprunggelenkt. 2013; 11: 70-75 neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2013 literature article from vernois et al. Titled,"percutaneous chevron; the union of classic stable fixed approach and percutaneous technique" the authors report 7 cases of a "secondary surgery for recurrence because of a failed primary fixation".